Manufacturer narrative:
The patient's attorney alleges that almost two years post implant the patient was treated for pain and a desmoplastic reaction (adhesions). Medical records have not been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Adhesion formation is a known inherent risk of surgery. Adhesions are listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of medical records provided finds that the patient underwent repair of hernia defect with removal of both perfix plugs (device #1 and device #2). Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, two bard/davol perfix plugs, were implanted to repair the hernia defect. (B)(6) 2015 - the patient was admitted to another hospital where he was diagnosed with a desmoplastic reaction to a foreign body and underwent an additional surgery to remove the perfix plugs that were stuck to the fascia "quite tenaciously." (A desmoplastic reaction is defined as the formation of scar tissue (adhesion) within the abdomen after abdominal surgery.) As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with a left inguinal hernia and underwent open repair with implant of two perfix plugs. Per operative notes ¿patient had a large direct hernia. Repair was then performed using 2 large perfix plugs (device #1 and device #2) an extra large and the large. This was sutured to each other and then placed. The onlay mesh was then placed and sutured¿. (B)(6) 2015 - patient visited hospital due to chronic left inguinal pain and found that there is a palpable tender mass just beneath the inguinal scar and no evidence of recurrent hernia. (B)(6) 2015 - patient had pain and desmoplastic reaction of two perfix plugs present in the groin cease thereby underwent excision of all mesh in the left inguinal canal and repair of the hernia. Per operative notes ¿the separation technique between the mesh and the underlying plugs were begun. The 2 perfix plugs (device #1 and device #2) were gently tucked out of the inguinal canal and removed. Then the floor was reinforced using synthetic mesh¿. Attorney alleges that the patient had hernia recurrence, pain, emotional injuries, tissue scarring, loss of sensation near and around hernia repair and lower abdomen.

Manufacturer narrative:
The patient's attorney alleges that almost two years post implant the patient was treated for pain and a desmoplastic reaction (adhesions). Medical records have not been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Adhesion formation is a known inherent risk of surgery. Adhesions are listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. An additional MDR was submitted to document the other alleged bard/davol perfix plug implant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, two bard/davol perfix plugs, were implanted to repair the hernia defect. (B)(6) 2015 - the patient was admitted to another hospital where he was diagnosed with a desmoplastic reaction to a foreign body and underwent an additional surgery to remove the perfix plugs that were stuck to the fascia "quite tenaciously." (A desmoplastic reaction is defined as the formation of scar tissue (adhesion) within the abdomen after abdominal surgery.) As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs.